Manufacturer narrative:
Recovery procedure was successfully applied on (B)(6) 2017 and recovered the inductive telemetry function.

Event description:
During a follow-up performed on (B)(6) 2017, the physician could not interrogate the device using inductive telemetry (leds on the programming head were off). Rf for remote monitoring setting is on. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed on this device on (B)(6) 2017 to restore the inductive telemetry function.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up performed on (B)(4) 2017, the physician could not interrogate the device using inductive telemetry (leds on the programming head were off). Rf for remote monitoring setting is on. Preliminary analysis confirmed the reported event. Following (B)(4) recommendations, a recovery procedure will be performed on this device on (B)(6) 2017 to restore the inductive telemetry function.

Event description:
During a follow-up performed on (B)(6) 2017, the physician could not interrogate the device using inductive telemetry (leds on the programming head were off). Rf for remote monitoring setting is on. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed on this device on (B)(6) 2017 to restore the inductive telemetry function.